Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer did not experience any symptoms as a result of low blood glucose level. The customer was treated for the low blood glucose with food and yogurt. Customer¿s current blood glucose level was 131 mg/dl. The customer declined the troubleshooting for low blood glucose level. The insulin pump was not returned for analysis.